Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete catalog number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: not applicable, as lens was removed during the same procedure. Section d6b - explant date: not applicable, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that because of the injector, the preloaded monofocal intraocular lens (iol) was striped in the middle of the lens which required an explantation. We have learned through follow up that the removal of the lens happened right after implantation when a scratch on the lens was observed. Account indicated that although the patient's recovery was slow, there was a positive prognosis. No further information was provided.